Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. The erbe was placed on an in-house system and was run in normal mode for testing. Failure analysis confirmed and reproduced the reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, there was an issue with the erbe generator so the customer switched to a force triad generator to continue the procedure. The technical support engineer (tse) reviewed the logs and found errors m-02, 2-71, and 4-87. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a forcetriad generator. There was no injury to the patient. There was a procedural delay of about 10 minutes due to setting up the forcetriad generator.